Event description:
It was reported that twelve days post implant the right ventricular (rv) lead exhibited high thresholds with loss of capture. It was noted that a chest x-ray showed no change in lead tip position. The rv lead was repositioned and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Data correction.